Manufacturer narrative:
Section d10 and h3: correction. The pump remains implanted, no product was returned for investigation. The site mailed the patient's CT scans. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as the submitted images did not depict the obstruction and the device remains in use. However, continuous low flow alarms were confirmed through the analysis of the submitted log file, and the account attributed them to the obstruction. Treatment was provided, and the low flow alarms reportedly resolved. The submitted log file contained data from (B)(6) 2020 from 07:28:02 through 09:01:41. The log file captured continuous low flow hazard alarms throughout the entire log file associated with calculated flow dropping to 2.4 lpm, below the low flow threshold of 2.5 lpm. No other alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the device appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The current heartmate ii lvas IFU provides information regarding how to prepare and attach the sealed outflow graft for implant, and it states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information on all system alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a continuous low flow alarms. The patient was in stable condition, bnp was around 700pg/ml. There was no signs of hemolysis (ldh and plasma free hb is in normal range). Transthoracic echocardiogram (tte) and ramp was performed and was unremarkable. CT scan was to be performed. The patient was to be started on heparin or argatroban. Additional information: on (B)(6) 2020, it was decided to do (unspecified) surgery. The surgery went well on (B)(6) 2020. Visually there was detected material stuck between the outflow graft and the bend relief causing the low flow, the material was stone hard. It was decided to cut away the bend relief and thereby be able to remove the material. After this removal the flow went back to normal and no low flow alarms was observed. The patient went to intensive care with open chest to secure no bleeding was observed. The chest was closed on morning of (B)(6) 2020 with fine results and the patient was stable although not awake yet. The patient was extubated the night of (B)(6) 2020 and feeling well. Patient was out of bed morning of (B)(6) 2020 and walking around.